Manufacturer narrative:
The multiple occlusion alarms were likely due to tubing or infusion site issues as the patient has continued to use the pump with no reported subsequent events. The possibility of user error (not responding appropriately to the alarms) cannot be ruled out. The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2011. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the pump was found to be operating within required specifications and delivering insulin accurately. The pump was exercised for 29 hours with no insulin delivery issues. Ezprime steps were performed successfully with no alarms occurring. A review of the pump history indicated that insulin delivery totals correctly reflected programmed values. Multiple occlusion alarms were noted in the pump history; it was observed that the occlusion alarms were preceded by a rise in force. Evaluation revealed that the force sensor is operating within required specifications. There were no occlusion alarms during testing; an occlusion was induced and the pump gave the appropriate audiovisual alerts.

Event description:
It was reported that the patient experienced elevated blood glucose (bg). A family member reported that the patient experienced emesis and was positive for ketones. She reported that the pump lost prime multiple times during this same time period. The family member reviewed the alarm history and discovered that the patient received eight occlusion alarms during the day which coincided with the occlusion alarms as expected. She said that the patient disconnected and re-primed the pump after each incident as required. The family member said that she replaced the infusion set and cartridge around 1:00 pm. She noted that her cartridge filling technique was correct and the cartridges were not expired. The cannula was not bent, there was no leakage or scar tissue at the infusion site, and the rotation of sites was appropriate but limited to the abdomen. This complaint is being reported as an adverse event because the pump could not be ruled out as a possible cause or contribution to the bg elevation.